Event description:
It was reported to boston scientific corporation on october 9, 2019 that a flexiva 200 tractip laser fiber used in a laser ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during the procedure, two inches from the fiber tip was broken after 30 minutes of laser activation. It also damaged the flexible ureteroscope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfire. Investigation results: one flexiva 200 tractip laser fiber was returned broken. The piece measured approximately 311.2 cm from top of the connector to the break. The fiber included kinks measured from the top of the connector at approximately 309.8 cm and 307.5 cm. The remainder of the fiber, including the distal tip was not returned. Visual inspection of the returned fiber noted burn marked on the fiber jacketing, likely a result of the fiber break occurring during used, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in a laser ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during the procedure, two inches from the fiber tip was broken after 30 minutes of laser activation. It also damaged the flexible ureteroscope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.